Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged foreign matter on catheter tip. The following information was provided by the initial reporter: it was reported that there is a foreign object attached to the tip of the catheter.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard winged unit from an unknown lot number. Additionally, two photos were provided. Your report of unintended material was confirmed; however, the source could not be determined due to the condition of the returned sample. The IV catheter had been removed from the needle. The translucent material was not attached to the IV catheter in the photos or on the returned physical sample. As it was reported that the material was on the catheter tip, the material was sent for analysis, which revealed polypropylene to be the closest related material. Due to the sample condition, it could not be confirmed when or how the material was introduced.

Event description:
No additional information